Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to greater than 400 (mg/dl). Customer did not know the cause of the elevated bg levels, and administered insulin injections for treatment. It was also reported that the customer received multiple minimum fill messages while loading multiple cartridges. Customer reported a bg of 297 (mg/dl) at the time of the event, and stated that no action would be used to address bg level at that time. Customer was able to successfully load a new cartridge on the pump. Reportedly, the customer prefills the cartridges with around 400 units of insulin and stores them in the fridge until they are ready to be used. Tandem technical support instructed the customer that this against tandem labelling. Recommendation was made to consult with their health care provider to discuss diabetes management.